Event description:
Patient witnessed a puff of smoke and a red area of coil that appeared to be burning. During a scan the area was on the chimney aperture. Scanning was immediately stopped. There was no injury to the patient.